Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The problem is suspected with on/off switch which will need to be replaced with a new one. The fse replaced the on/off switch under camc to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse handed over equipment to customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
Corrected data : b5, h6( problem code).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) intermittent switching on the system. It was also reported that the unit has no serial number sticker available on machine , so sa0002 is created by customer for identity of this unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) intermittent switching on the system. There was no patient involvement.